Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left heart catherization procedure. Reportedly, the lever couldn't be closed and the foot of the proglide did not retract after deployment when attempting to remove the device. As the proglide device was stuck, cut down surgery was performed to remove the device from the patient anatomy. No portion of the proglide remained in the patient anatomy. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.